Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable igf-1 results for 26 patients, questionable hgh results for 4 patients, and questionable igf-1 and hgh results for 1 patient on a cobas 8000 e801 module when compared to the siemens assays. Refer to the highlighted sections of attachment (B)(6) for patient results. The results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.